Event description:
It was reported that in the cath lab, after pretest including flushing and balloon inflation test, a contrast agent was injected into the catheter at flow rate of 12ml/sec and safe pressure of 600 psig. The catheter ruptured near the molded juncture hub. As a result, the catheter was replaced and another was successfully placed. There was no reported pt injuries or complications. It is unk if there was a delay in treatment. The pt outcome is noted as "good". Add'l info received on (B)(4) 2011 from (B)(6) indicated that the balloon rupture was after the balloon was indwelling. The location of the rupture was outside of the body and therefore no contrast agent entered the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.